Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and found an issue with workstation b and the teflon tips. Further investigation by the manufacturer did not identify a specific root cause for the event. The issue appeared to be resolved after replacement of the plunger tips. As only one result was questioned, a general reagent or instrument issue was excluded. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes 1 malfunction events where an erroneous result was generated by the i400+ analyzer. There was an erroneous creatinine plus ver.2 result for one patient. The patient was a (B)(6) male. The patient's weight was requested, but was not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.